Event description:
Caller reported a tandem mobi cartridge alarm, which caused their blood glucose level to rise to 520 mg/dl. Customer administered a correction bolus via the pump and did not require third-party assistance. Support confirmed the issue and decided to replace the pump. Caller acknowledged instructions to return the faulty pump and understood how to manage pump settings and connections in the replacement. Customer reverted to an alternative method of insulin therapy.